Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pressure module displayed the error message: "er23 err_sawtooth" during routine check. During maintenance an additional error message: "error head" was displayed on the hl20 pump. No harm to any person was reported. The "er23 err_sawtooth" can only happen during self test. Error 23 means an error in the "sawtooth" signal. This is required for the stop signals of the pressure and aep intervention modules. It is generated on the rear panel board from the +12v voltage and distributed to the module slots. It is evaluated exclusively by the pressure module and aep. In the event of an error, the correct procedure is to first check these modules (or remove them individually and check if the error remains) and if that does not help, the rear panel board has to be replaced. This is described in the service manual of the hl20. A getinge field service technician was onsite for an investigation of the device. The fst replaced the pressure module, tacho board, motor control board, rear panel board, console control module and pump control board to restore the device. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation at the manufacturer. However the reported failure "er23 err_sawtooth" could be linked to the following most probable root causes according to the hl20 service manual: no saw-tooth voltage available. Reference voltage not adjusted. The reported failure "error head" could be linked to the following most probable root cause according to the risk management file: fail of device because of: failure of pump control board (pump stop). Defective tacho, relay or pump belt. The review of the non-conformities during the period of 2016-12-28 to 2023-10-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-28.. Based on the investigation results the reported error messages: "er23 err_sawtooth" and "error head" could be confirmed. The customer will be informed about the investigation results from the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 displayed the error messages "error 23" and "head" during routine check. The error message "head" results in an unintentional pump stop. No harm to any person was reported. A getinge field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 displayed the error messages "error 23" and "head" during routine check. The error message "head" results in an unintentional pump stop. No harm to any person was reported. Complaint ID#(B)(4).